Manufacturer narrative:
No damages were observed with the exposed portion of the soft cannula during investigation. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 24 and 36 hours. The pod was leaking and the adhesive came loose. When removed from the infusion site (abdomen), the pod's cannula was found flat and bent. As treatment, a manual injection of insulin (10u) was delivered and a new pod was applied.